Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced high blood glucose as well as low blood glucose of 43 mg/dl. Customer¿s current blood glucose was 56 mg/dl. Customer was treated with glucose drink. Customer also stated that blood glucose was 300mg/dl,400mg/dl. Troubleshooting was done for high and low blood glucose and under / over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not insulin pump was over delivering. The insulin pump will not be returned for analysis